Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter experienced foreign matter on the device cannula. The following information was provided by the initial reporter: the nurse opened the disposable indwelling needle, but the needle tip was found to have foreign body adhesion before use. The needle was not used.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter experienced foreign matter on the device cannula. The following information was provided by the initial reporter: the nurse opened the disposable indwelling needle, but the needle tip was found to have foreign body adhesion before use. The needle was not used.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.